Event description:
The customer reported that their mp50 systems powered off on their own.

Manufacturer narrative:
The customer reported that all of their mp50 monitors powered off around 12:15 am while connected to patients. There was no information as to how long the monitors were off. There was also no report of any adverse patient impact. Philips sent a field service engineer (fse) on site to test the monitors. Trend reviews and error logs from the central station and monitors showed no breaks in the data. The problem could not be duplicated and no malfunction could be confirmed. There have been no subsequent calls. This complaint has been evaluated and does not allege a death or serious injury. The troubleshooting that has been done by philips personnel is considered as all that is warranted for this issue. The reporter for this complaint is considered to be the person who detected the problem and the complaint initiation date is considered as the date the issue was detected. The available information supports that there is no known health risk for the patient or users. There is no indication that this issue could be difficult to detect. Additionally, the available information from this report does not support that this issue represents a systemic, design, or labeling problem. No further investigation or action is warranted. (B)(4).